Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. The most likely root cause is black chemistry due to improper storage.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 90-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 3/26/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer is testing once a day (fasting) and is not taking any medical for her diabetes. She controls her diabetes with diet and exercise. The customer stated that she has not made any recent changes in her diet, exercise regimen, or medication. The customer is dealing with her medical issues which are not related to her diabetes.